Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was hospitalized in the beginning of (B)(6) 2015. The caller reported the customer's insulin pump became defective. It was found the insulin pump was not delivering insulin. It was also reported the customer had a reservoir full of insulin when the delivery issues began. Troubleshooting did not occur for the insulin pump. The caller declined to return the insulin pump for analysis.